Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no nonconformances believed to be related to the reported event. (B)(4). Cyclodialysis cleft and stent malpositioning are listed in the device labeling as known inherent risks of glaucoma stent surgery. Submitted to FDA on: 05/26/2016.

Event description:
During an attempted istent implantation a cyclodialysis cleft was created inadvertently and the stent fell into the cleft and was not retrievable. The surgeon conferred with the glaukos medical monitor who reported on (B)(6) 2016 that the surgeon will check the patient's iop at the postoperative exam and will attempt to visualize the stent. The surgeon plans to observe and monitor the patient. Additional follow-up has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow-up was requested and on 6/1/2016 the surgeon provided the following details. During the initial placement of the istent, a cyclodialysis cleft was created adjacent to the istent placement. As confirmed by post-operative imaging, the surgeon reported that the istent was well positioned though the snorkel was not perfectly perpendicular to the trabecular meshwork. The cyclodialysis cleft was approximately 1 clock hour in size and has healed. The cyclodialysis cleft and stent positioning did not result in any adverse impact to the patient. The patient's current status and prognosis was reported to be stable.